Event description:
It was reported that the patient during clinical follow-up. Upon interrogation it was noted that the right ventricular lead exhibited high pacing impedance, failure to capture, noise, and diminished sensing. Dislodgement was noted and fracture was suspected. No interventions were performed. There were no patient consequences.